Manufacturer narrative:
The reported event was unconfirmed. Four photos were received for evaluation. The first photo showcases the three-way catheter. The second photo zooms into the deflated balloon. The next two photos show the catheter cap with the printed lot number and the tray's label. Received 1 all-silicone temp sensing foley catheter. Flushed the drainage funnel with distillated water and no leak was observed. It was attempted to inflate the balloon with an inhouse syringe and methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water), and a pinhole (0.025") was found in the shaft, inflation arm side 4.5800" away from the funnel. The reported event was not confirmed; however, a new record has been created to address the water leak. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed, however it was completed before the sample evaluation was performed. As the reported event is unconfirmed a labeling review is not required. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked from the foley catheter and the details of leak location was unknown. Per investigator's notification received on 20sep2024, it was reported that there was a solution leak in the shaft area of the foley catheter during sample evaluation.

Event description:
It was reported that the urine leaked from the foley catheter and the details of leak location was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.